Event description:
The pt was injected in the left cheek, left nasolabial, and chin. The pt allegedly developed an abscess on the left upper lip over four weeks later. The pt was treated with prednisone. The pt also allegedly developed an abscess in the nasolabial and cheek area approximately seven weeks post-injection. The pt had the second abscess incised and drained; a culture was taken. The pt was prescribed antibiotics and a medrol pack, and was treated with hyaluronidase.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.